Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-01626 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2022-01627 for product code ns7tcdl174hs (navistar¿ electrophysiology catheter.

Event description:
It was reported that an 81-year-old female patient (42kg) underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a navistar¿ electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. After the ablation was completed, the patient had a coronary angiogram (cag) (cardiac catheterization procedure), blood pressure was dropped. A cardiac tamponade was noted which requiring a pericardiocentesis. Blood pressure recovered after pericardiocentesis. No septal puncture, and no steam pop occurred. Irrigation was 35w, 15ml. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician's opinions on the relationship between the event and the product were as follows, ¿decreased blood pressure during cag after completion of ablation (abl), which may not be relevant, right ventricle (rv), his and coronary sinus (cs) catheters were remained and removed during coronary angiogram. This might be the cause.¿ additional information was later received indicating the hospitalization period was extended from the original schedule. During the procedure, there was no problem in the setting of the smartablate generator. The correct catheter settings were selected on the smartablate generator. The pump flow rate was also normal, switching from ¿low¿ to ¿high¿ flow during ablation, it was controlled normally. The navistar (cat# ns7tcdl174hs) was used for ablation of slow pathway before the adverse event occurred. No error message observed during the procedure. Dashboard; vector; visitag force visualization features were used. The visitag module was used, tag index parameters for stability were used. The vizitag parameters were set at range: 2.5 mm, time: 3sec, force over time (fot): 25%, tag size: 3 mm. No additional filter was used with the visitag. Tag index color options was used prospectively. The patient outcome of the adverse event is fully recovered. There was no patient history, treatment, or disease under treatment. There were no particular details or results of clinicals examinations. Hospital stay was extended to confirm hemostasis. Based on the available information both thermocool® smart touch® sf bi-directional navigation catheter and a navistar¿ electrophysiology catheter were used for ablation. Both devices will be MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). On 25-may-2023, it was noticed the following information was inadvertently omitted from section h10. Additional manufacturer narrative of the 3500a initial MDR since information had already been received indicating the device was not available for return: ¿additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30717796m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.¿